Manufacturer narrative:
Device is a combination product. A promus elite ous mr 38 x 2.50mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found mid-stent damage, with a stent strut lifted and pulled distally. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28nov2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 38x2.50mm, concentric de novo target lesion was located in the mildly calcified left circumflex artery. Following predilitation, a 38 x 2.50 promus elite drug-eluting stent was advanced but failed to cross. After multiple failed crossing attempts, the stent was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. However, returned device analysis revealed stent damage.